Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving remodulin with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient's refill was out of range. On (B)(6) 2017, the patient underwent a refill and the expected residual volume was 4.0 ml, however the actual residual volume removed from the pump reservoir was 14.2 ml. It was noted that this was outside of the accuracy chart reading acceptable range. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study via a device manufacturer representative indicated the pump was explanted on (B)(6) 2018 due to end of battery life. It was noted there was normal battery depletion. An x-ray of the abdomen on (B)(6) 2018 gave findings of a nonspecific bowel gas pattern. Moderate gas-filled loops of bowel were present in the left abdomen. There was no free air. Cholecystectomy clips and pelvic phleboliths were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported pn (B)(6) 2017, the subject underwent a refill (unscheduled 78) and the expected programmer reservoir volume was 13.5 ml, however, the actual reservoir volume removed from the pump reservoir was 21.0 ml. This is outside of the accuracy chart reading acceptable range. No actions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated in response to requests for actions/interventions taken, the cause of the volume discrepancy, and the resolution of the volume discrepancy it was reported as "n/a". It was noted that the cause of the volume discrepancy and the investigation were ongoing. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found a hole in the pump tube/mechanical wear. The catheter was returned, and analysis found "no significant anomaly". (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated on (B)(6) 2018 the subject underwent a refill (unscheduled 79) and the expected programmer reservoir volume was 7.0ml, however, the actual residual volume removed from the pump reservoir was 15.3ml. This was noted as outside of the accuracy chart reading acceptable range. No associated actions were indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The information previously provided was also reported from a manufacturer representative.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.